Manufacturer narrative:
Additional information received from the pt/initial reporter in follow-up indicated that the pt had an unk cypher stent (stent #1) implanted in the vessel in the "front of the heart" during the index procedure. The pt did not have her stent card for this device/procedure. The pt was told at this time that there were additional blockages that needed treatment. Approx three (3) weeks after the index procedure, the pt returned and had two (2) stents implanted: a 2.5x28mm (stent #2) in the circumflex, and a 3.0x13mm (stent #3) in the distal rca. She was again instructed she would need an additional procedure. Approx five (5) weeks after the index procedure, the pt returned and had two (2) additional cypher stents implanted: a 3.0x33 in the mid rca (stent #4), and a 3.0x23 (stent #5) in the proximal rca. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the pt/initial reporter through medical affairs indicated that approximately four months after implantation of a total of five (5) cypher stents (implanted over an approx one-month time period in different vessels), the pt experienced weakness, fatigue and felt bad in general. After a period of six (6) months, the pt was admitted to the hospital for cardiac catheterization. Coronary angiography was reported to have revealed a fractured stent. The fractured stent was reported to be a cypher 3.0x33mm stent (stent #4) implanted in the mid right coronary artery (rca). The fractured stent was treated by implantation of an additional cypher 3.0x13mm stent (cypher stent #6). The pt stated that she was informed by her physician informed her that she had an additional blockage in a small vessel that did not require intervention at the time. The pt continues to follow-up with her physicians. An additional medication for high blood pressure was added to the pt's medical regimen. No additional information is available.